Event description:
Customer reported the hemoglobin and hematocrit test results were not matching when testing patient samples in the manual mode when using the coulter lh 500 hematology analyzer in their laboratory. The patient samples were collected in pediatric tubes. The customer initially reported the quality control (5c cell control) was failing in the manual mode, however later reported that the quality control was within acceptance criteria after control sample handling issues were resolved. The customer retested any questionable results on a backup analyzer in their laboratory, and resolved test results before reporting. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the manual aspiration pump and verified instrument performance. (B)(4).